Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter out of the packaging prior to insertion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "out of the packaging defect. This was discovered and not used on a patient, thus no harm, etc. Date of discovery 3/15/20"

Manufacturer narrative:
Upon further review, this complaint is not MDR reportable and should not have been reported. A needle through the catheter, identified prior to insertion within the unit package renders the device unusable which may cause a customer inconvenience but will not lead to harm or serious injury. There was no report of serious injury, medical intervention, or reportable device malfunction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter out of the packaging prior to insertion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "out of the packaging defect. This was discovered and not used on a patient, thus no harm, etc. Date of discovery (B)(6) 2020."